Manufacturer narrative:
The complainant in the EU did return the impella pump for analysis. The hospital privacy policy does not allow the data logs to be analyzed. The investigation is on-going at this time. Upon completion of the investigation, the final medwatch will be filed.

Event description:
An impella cp was placed in (B)(6), for support of a patient in cardiogenic shock, that prompted coronary artery bypass surgery (CABG) and transfer to the tertiary medical center. During the support there was a question of hemolysis as the patient's plasma free hemoglobin levels were elevated on two lab draws. The team infused blood products to the patient and explanted the impella on the second day of support. The patient was stable post explant as he was also supported by va ECMO, veno-arterial extracorporeal membrane oxygenation.

Manufacturer narrative:
Since the original filing of the medwatch the investigation has concluded. The clinical report analysis found that during the impella case support high levels of plasma free hemoglobin confirmed true hemolysis was occuring. The fact that pump re-positioning did not remedy the issue suggests the pump was the cause of the hemolysis. The returned pump was inspected and run through benchtop hemolysis testing. During the testing, the sleeve bearing of the pump was found to have delamination of the epo-tek. The delamination can contribute to hemolysis. The failure mode will be monitored and trended.